Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 117-118 mg/dl, and the meter bg reading was 36 mg/dl. Customer consumed carbohydrates to address bg level. Customer acknowledged pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: data investigation shows cgm read 115 mg/dl (6.4 mmol/l) at 2:47 pm on (B)(6) 2024 and fs read 73 mg/dl (4.1 mmol/l) at 2:48 pm on (B)(6) 2024. Inaccuracy is 56.10% with a point difference of 41 (2.3). The complaint of inaccurate readings was confirmed. The probable cause could not be determined post investigation. The event date listed on b3 is reflective of the time zone of the country of the event.